Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient has a known nickel allergy. The patient described the irritation as itchy and under the front therapy pad. The patient used a fensistil gel on her own which improved the irritation. It was also reported the patient received a prescription medication for her psoriasis skin condition. Follow up indicated that the irritation improved.